Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem d4: lot/serial # d4: device expiration date d4: device UDI number g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h4: device manufacturer date h10: added manufacturer narrative.

Event description:
Sales rep called from doctors office and stated that while placing the implant the buccal plate fractured, so they were unable to place the implant. Site was grafted.

Manufacturer narrative:
An imp,tsv,3.7,16,mtx,mg (tsvtb16) was returned for investigation, see attached images a026 and a027 in the complaint. Visual inspection of the as returned product identified worn markings due to usage. No damage. The returned device was measured verified to match DHR specifications per drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 27 and was used same day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1216494). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1216494) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up" h3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the implant in site 27 was placed with allograft and there was some loss of buccal bone while placing implant. No further impact to patient. New implant will be placed after graft heals. No medical history reported.